Event description:
The customer alleges that the connector keeps cracking and breaking. The alleged issue was detected in the operating room and prior to patient use. No report of a patient injury or harm.

Manufacturer narrative:
Qn#(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no were changes required.